Manufacturer narrative:
Concomitant medical products: product ID: 0125 boston scientific lead; implanted: (B)(6) 1997, product ID: cd3357-40c st jude crtd; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high/undefined impedance and no capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.